Event description:
It was reported that during a mammectomy procedure, the device locked out at about 10 minutes after started using. Another device was used to complete the case. There were no adverse consequences to the pt.